Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that before use of the bd plastipak¿ syringe the plunger is damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringe the plunger is damaged.